Event description:
It was reported by service report that the fowler gas cylinder was leaking. The customer could not determine whether there was patient involvement or if adverse consequences occurred.